Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had a significantly high number of sense count on the 110 bbpm bin in the atrium. Boston scientific technical services (ts) reviewed the data and confirmed the device appeared to be operating appropriately. No adverse patient effects were reported.